Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge door failed to stay closed. The field service engineer found that the latch was stuck on closed position not letting the door to close-shut down, hence replaced the latch to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge failed to stay closed. The customer reported that the customer unplugged the station and put it back but the issue was still persisting. The customer stated that this malfunction occurred while dispensing medication to the patient care and the user could manage to get medication from another station. There were no adverse events or injuries reported based on this event.